Manufacturer narrative:
UDI: (B)(4). The date of event and therapy date was sometime in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak noted from the homechoice cassette during peritoneal dialysis therapy. The patient was connected to the machine and after that, they felt wetness at the connection site. The source of the leak was determined to be from a gap between the patient line tubing and the white patient line connector. After the patient cleaned the site, the leaking continued. As a result, the patient was placed on prophylactic antibiotics and the transfer set was replaced as a precautionary measure. There was no allegation against the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and functional testing performed included leak testing, clear passage test, clamp function test, and device-device interaction testing. A small hole in the damaged patient line tubing to connector was identified. The reported condition was verified. The cause of the condition was determined to be due to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.